Event description:
Arrive clinical study: 694 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.75mm, 80% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 694 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was congestive heart failure and it is unk if the taxus stent was related.